Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the ductile fracture and the fatigue fracture were confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported ¿shredded¿ stent was due to a stent fracture. Although the details about the stent fracture are unclear, a likely mechanism that caused the stent failure is as follows: 1) when an attempt was made to withdraw the stent from duodenal papilla, rear end of the stent was repeatedly bent. 2) due to bends of the stent, the area close to the notched area of the side flap was torn. 3) when the rear end of the stent was pulled, the torn area was shredded leading to fracture. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿before withdrawing the stent make sure under x-ray that the inserted part of the stent is free from kinks and does not stick in the stricture. Withdrawing the stent forcibly may cause parts of the stent to break off and remain in the patient. In case parts of the stent do remain, implement the appropriate treatment under the clinical judgement.¿ ¿when retrieving the stent from the pancreatic duct, grasp a part of the stent avoiding the vicinity of the side hole or side flap as much as possible, and slowly withdraw it. When withdrawing the stent endoscopically with an endotherapy instrument, do it slowly along the pancreatic duct, while checking the x-ray images. If a part of the stent around the side hole or side flap is strongly grasped by a snare or grasping forceps, or the stent is withdrawn with excessive force, the stent may break and leave debris in the pancreatic duct.¿ ¿if a surgical procedure is performed on the pancreatic duct of a patient with a stent placed in the duct, withdrawal of the stent may become difficult due to the effect, for example, of postoperative adhesion, ligation, etc. When the withdrawal of a stent is difficult, it must be removed according to the physician¿s clinical discretion.¿ ¿do not forcibly withdraw the stent when removing it. It could damage the patient and the instrument.¿ this supplemental report includes a correction to h8. Also, an update has been made to h3. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during a removal of a pancreatic duct stent and endoscopic naso-pancreatic drainage procedure, the pancreatic duct stent was torn off in an attempt to remove the stent with a snare and grasping forceps. The remaining portion of the sent could not be removed and remained in the patient. The issue was found during the procedure and there was a reported delay of one hour and the patient was not under general anesthesia. The patient is scheduled for surgical laparotomy after (B)(6), 2023 for another purpose and the remaining portion of the stent is planned to be removed at that time. At this time, no additional information has been provided. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The investigation is ongoing. Therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available then this report will be supplemented accordingly.